Event description:
It was reported that there were black flakes located inside the sterile packaging for the silicone closed wound suction evacuator. Customer handed 4 quantities, all of them contained black flakes. (Lot#nghq3138 x 3 and lot#nghs3428 x 1).

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. Visual evaluation of the returned sample noted three unopened (with original packaging), grenade suction evacuator. Visual inspection of the sample noted, foreign material noted inside packaging. This does not meet specification which states "packaging shall be free of loose or embedded foreign matter". A potential root cause for this failure mode could be ¿good manufacturing practices not followed". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were black flakes located inside the sterile packaging for the silicone closed wound suction evacuator. Customer handed 4 quantities, all of them contained black flakes. (Lot#nghq3138 x 3 and lot#nghs3428 x 1).